Manufacturer narrative:
Additional manufacturer narrative: report of an aortic bioprosthetic valve explant after an implant duration of approximately eight (8) years due to degeneration and stenosis. The explanted device was not returned for evaluation, therefore, the mode/mechanism leading to the reported stenosis cannot be identified or evaluated. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately eight (8) years due to degeneration of bioprosthesis and recurrent aortic stenosis. The patient had progression of native mitral regurgitation as well, and underwent a mitral valve repair during the same surgery.